Event description:
The customer reported via phone call that the up and down arrow buttons on the insulin pump are hard to press. The customer noticed the keypad issue while trying to program a bolus. She had to press them multiple times to make them respond. Blood glucose value was 116 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The arrow buttons were unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.